Event description:
It was reported the delivery system was kinked. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system (wds) was used. Three recaptures were performed in order to set the device in the correct location of the laa. Upon release of the closure device, there was a noticeable kink in the distal tip of the core wire of the delivery system. The closure device was implanted successfully without any issue. The core wire and delivery system were removed from the patient with no issues and no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman flx delivery system. The implant was not returned. The core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that the core wire was kinked and twisted 1cm distal of the end. There was a kink in the sheath 3.5cm distal of the tip. The sheath was flattened from the tip up to the kink. There was tip damage consisting of flared tri-cuts and abrasions on the inside of the sheath tip. The distal marker band was kinked. No other damage or defects were observed. Product analysis confirmed the reported event as the core wire was kinked.

Event description:
It was reported the delivery system was kinked. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system (wds) was used. Three recaptures were performed in order to set the device in the correct location of the laa. Upon release of the closure device, there was a noticeable kink in the distal tip of the core wire of the delivery system. The closure device was implanted successfully without any issue. The core wire and delivery system were removed from the patient with no issues and no patient complications occurred.